Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing on the right ventricular (rv) lead. It was also reported that there was a lead integrity warning, confirmed fracture, high impedance and no capture on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)